Event description:
It was reported that an (B) (4) computer was producing an error message when trying to interrogate a model 103 dummy generator. The same error message was not observed when interrogating a model 102 dummy generator. Resetting the handheld did not resolve the error message. The handheld has been returned to the manufacturer and is undergoing analysis.